Event description:
Reporter said a trial surgery was performed on her at (B)(6). The surgery was to implant spinal cord stimulator device which is made by nevero. She said they covered her back with tapes to secure the lead wire and tubing connection to the battery pack. She said the tapes have to be removed after 4 days because of the severe itching she was experiencing. She said she could not stand the itching and also developed welts, blister, scabs and the area became red. She was told to take benadryl. She was wondering why the tapes are continue to be used if the manufacturer is aware of the side effects. She was also sent home with a replacement tape which she did not use.

Event description:
Add'l info received from reporter on 06/08/2017 for report #mw5070282: the trial I had was critical to my health and future. I didn't need to suffer during this trial when the purpose was to test the device for its effectiveness. My focus should not have been interrupted. Furthermore, one of the lead wires placed had been disconnected which affected my trial. I also want to know the properties of the glue placed on that tape and any other chemical additives applied to the stretchy tape.

Event description:
Reporter said a trial surgery was performed on her at (B)(6). The surgery was to implant spinal cord stimulator device which is made by nevero. She said they covered her back with tapes to secure the lead wire and tubing connection to the battery pack. She said the tapes have to be removed after 4 days because of the severe itching she was experiencing. She said she could not stand the itching and also developed welts, blister, scabs and the area became red. She was told to take benadryl. She was wondering why the tapes are continue to be used if the manufacturer is aware of the side effects. She was also sent home with a replacement tape which she did not use.